Event description:
The rotator broke during use. Other possible lot number is f752980. The devices were discarded at the hospital. No harm or injury was reported. The customer reported two defective devices and two possible lot numbers. The customer did not provide any specific information for the two reported devices. The customer initially reported that both devices were discarded at the hospital. The customer returned one used device that was confirmed to be from lot f697648. Only this single report will be filed.

Manufacturer narrative:
One used suspect device was returned for evaluation. The complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaint for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint database was reviewed. Information for lot f752980: a review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. This lot was built prior to implementation of the noted corrective actions.